Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 along with concurrent total vaginal hysterectomy, posterior vaginal repair with insertion gynecare gynemesh due to pelvic prolapse, sui, cystocele, and rectocele. It was reported that following insertion the patient experienced pain, infection, urinary problems, organ perforation, bleeding, dyspareunia. No additional information was provided.a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.